Manufacturer narrative:
The insulin pump was received with high idle current and backlight turned on all time due to open trace on lcd driver. No battery out limit alarms during testing was noted. Displayable history crc checkup failed at startup alarms at the alarm history file were found. There was displayable history crc checkup failed at startup alarms due to a corrupted history file. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corners and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of a battery out limit, displayable history crc checkup failed at startup and backlight anomaly from the insulin pump. The customer's blood glucose reading was 89 mg/dl. The customer stated that she replaced the battery and could not get the backlight to turn off. The customer was advised to insert new (B)(6) aaa alkaline battery. The customer was advised to press the escape and act buttons. The customer stated that she replaced the battery twice. The customer stated that the alarm did not occur during normal use. The customer was advised that the pump may give a displayable history crc checkup failed at startup alarm if the pump is without battery for an extended period of time. The customer will be sent a replacement pump.